Event description:
It was reported that a user's caregiver sought guidance on how to announce meals as different meal types throughout the day after the ilet was reset, and the agent expressed concern that the caller¿s current approach could lead to maladaptive insulin dosing due to incorrect meal announcements. No reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no alarms, no alerts, no hospitalization, and completion of troubleshooting and education with transfer for further instruction. Investigation included customer education and troubleshooting focused on proper meal announcement use and timing. Investigation of this case revealed that user confusion about meal type selection and announcement procedures was the likely cause of perceived risk without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device, mitigated by education.